Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The patient reported that they went to get the battery replaced and when the hcp went to remove the lead a piece of it broke off and was embedded in some tissue. The patient stated that since the hcp broke it off he was not able to put in another one. The patient noted that the hcp had to order it and she had to come back two weeks later to have it put in. The patient stated the part of the lead is still in there and she didn¿t know what to do. The patient noted that she had an x-ray a year ago and had her new hcp look at the x-ray. The hcp stated that it was embedded and wasn¿t moving around. The patient stated that the hcp told her that she wouldn¿t remove it. The patient stated that the hcp had said that the lead malfunctioned. The patient was asked to clarify what she meant by this but she did not know and the hcp was no longer there anymore. The patient was informed that trying to remove the broken piece is a medical decision and she would have to make that decision with her hcp. The patient noted that the hcp stated that he left the piece of the lead in because he didn¿t have the right tools. The patient stated mobility disorder that was neurological and she was afraid she would need MRI¿s down the road. The patient mentioned that she had to have 5 MRI¿s in the past to help diagnose her disorder. MRI guidelines were reviewed with the patient and the patient was informed that since she had part of a lead in there, that is not connected, she couldn¿t have an MRI of any part of the body. The patient mentioned that she had fallen, broken her hip and had back surgery in the last couple years. The patient also mentioned that spinal cord pressing against nerve and had rods put.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v503604, implanted: (B)(6) 2010, product type: lead. (B)(4)

Event description:
It was reported that the (existing) lead would not insert into the implantable neurostimulator (ins). Per the implanting physician, the "lead felt like an electrode was bent". The ins was not implanted. It was unknown if any diagnostics or troubleshooting was performed. There were no patient symptoms or complication reported associated with the event. The patient status at the time of report was noted as "alive" no injury". There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received via the health care provider (hcp) reported that the lead was replaced and all was working well.

Manufacturer narrative:
Product ID: neu_wrench_acc, serial# unknown, product type: accessory. Analysis of the returned neurostimulator model 3058, serial # (B)(4) showed no anomalies and good, stable output was seen. Analysis of the returned wrench accessory serial # unknown showed no anomalies. Result: wrench.